Event description:
Per the clinic, it was reported the device was explanted (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 4, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 27, 2024.